Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "fluid will not go beyond the first segment of tubing" of a clearlink set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: 02/16/2017-02/17/2017. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included pressure and clear passage testing with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.